Event description:
During a procedure, the physician attempted to advance a coil and have it deploy through the micro catheter. The coil would not come out of its housing. The patient was not harmed. Another device obtained and procedure continued.